Event description:
It was reported that, "pt complained of pain, x-ray revealed that screw had backed out of baseplate. Opened up screw and replaced into existing baseplate to torque 100 lbs."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.